Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a vessel dissection. On (B)(6) 2012 - the patient presented with unstable angina and myocardial infarction. The 100% stenosed de novo target lesion was 25mm long with a reference vessel diameter of 2.5mm, located in the proximal to mid left anterior descending (lad) artery. The physician pre dilated the lesion with an unknown balloon catheter and placed a 2.50 x 24mm promus element plus stent in the distal portion of the lesion when dissection occurred. The dissection was treated with the placement of a 2.25 x 12mm promus element plus stent with 0% residual stenosis. A staged procedure was performed the following day on the 80% stenosed de novo target lesion, 16mm long with a reference vessel diameter of 2.25mm, located in the proximal left circumflex (lcx) artery. The physician pre dilated the lesion with an unknown balloon and advanced a 2.5 x 16mm promus element plus stent to the lesion but could not cross the lesion. A 2.25 x 20mm promus element stent was able to be placed in the lesion with 0% residual stenosis. The physician then treated the 75% stenosed de novo target lesion was 8 mm long with a reference vessel diameter of 2.25 mm, located in the first obtuse marginal (om). This lesion was treated with pre dilatation and placement of a 2.25 mm x 12 mm promus element plus stent with 0% residual stenosis. The patient was discharged two days later.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).